Event description:
It was reported that the fill tube was not sucking up water into arctic sun device console. Routine water change. Fill tube would not suck up water. Unable to fill device and would try a replacement fill tube to see if this fixes situation. Per follow up information received via task on 24jan2025, the representative was taking in new fill tubes next week to see this solves the issue. Per sample evaluation results received via task on 19mar2025, it was reported that the failed pressure transducer contributed to fill issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed circulation pump. The device was evaluated upon receipt. Failed circulation pump. Replaced circulation pump. Failed pressure transducer contributed to fill issue. Replaced pressure transducer. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complete initial reporter facility name is (B)(6) limited bard limited forest house. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.